Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was inoperable. It was noted that the patient was non-compliant with charging the ipg. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The other serious box should have been checked in the initial report, which have been corrected in this additional report.